Event description:
This lead was implanted on (B)(6) 2007 and remains implanted at this time. This is noted due to lead damage. On (B)(6) 2014 patient had lead revision following several inappropriate shocks due to broken lead. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).